Event description:
It was reported that during a esophagectomy procedure, the max button would not work. Another like device was used. There was no pt ocnsequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.